Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confimed. The device was put through extensive testing including manual self-test on rescue and non-rescue mode with test pads without duplicating the report. The main board was replaced as a precaution. The device was recertifed and returned to the customer. The electrode pads used during the event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient in their 50's to 60's, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.